Event description:
It was reported that a patient underwent a hysteroscopy on (B)(6) 2012. During the procedure, the wire loop on the right side broke off into the patient and apos's uterus. The physician went into the uterus with a diagnostic scope and a grasper and was able to retrieve it. The physician aborted the case. There was no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 08/30/2012. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).